Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Telephone number: (B)(6). The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor found an irregularity on the haptic-optic connection of the superior haptic. Through follow-up we learnt that this will most likely not cause any issues for the patient and the lens remains implanted. No further information was provided.